Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Suspected leak from injector or connector there was a chemical leakage while using phs for subcutaneous injection. Since the location of the leak is unknown, please confirm that there are no defects in the product.

Manufacturer narrative:
Investigation summary: samples received by our quality team for investigation. Through visual inspection, no defects or issues observed. Functional testing was performed, connecting the injector sample to both a connector, and syringe per the instructions for use provided with the product, no issues or leakage were found. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly and luer lock connections are secured.